Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the device's jaws locked on tissue. To resolve the issue, the reload was resected out along with the tissue using additional reloads which extended the time of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted the reload was returned still locked on tissue. The reload was partially fired to the 1cm cut line. The articulation flag was bent. The knife bar laminates were observed to be buckled in the area of the pivots. This buckling increases the force required to retract the knife and can prevent the knife from being retracted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the knife bar laminate buckling can occur when firing over excessively thick tissue or an obstruction while in the fully articulated position. This buckling increases the force required to retract the knife and can prevent the knife from being retracted. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.